Event description:
In a journal article, a medical doctor reported a patient who experienced synechia, uncontrolled intraocular pressure (iop), and yag following a glaucoma filtration device implant procedure. The patient experienced postoperative hypotony. On postoperative day one there was a slight shallowing of the anterior chamber and choroidal detachment (cd). On postoperative day five, the patient's anterior chamber flattened and the cd worsened. Viscoelastic was injected to reform the anterior chamber. On postoperative day eight viscoelastic and 100% sulfur hexafluoride gas were injected into the anterior chamber. On postoperative day 121 a cystic bleb and synechia were noted. On postoperative day 274 the iop increased and the bleb flattened. It was noticed the device was obstructed by the synechiae. A yag laser procedure was performed. The obstructions were removed by the yag and the iop lowered. Additional info was received from the author that the patient's iop is 'okay' five months following the yag.

Manufacturer narrative:
Evaluation summary: no data regarding product identify was received i.e. No lot or serial number were indicated for the event; therefore, the device history record ( DHR) could not be reviewed. No sample was returned, the device remains implanted, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional info was requested and received. Tanito m. Sano, I, & ohira, a (2015, january 1). A case report of progressive obstruction of ex-press miniature glaucoma shunt after transient flat anterior chamber and treatment using nd: yag laser. Retrieved 01/13/2015, from http://www.biomedcentral.com.com/1471-2415/2. (B)(4).